Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump on their own and continued using the pump for insulin therapy.